Manufacturer narrative:
An investigation was performed. Events 4 and 4a are far-field r waves and are not sensed in the atrium or annotated. The p wave bettween 4 and 5 occurs in the pvarp and is not sensed. The device is sensing and annotating the iegm as designed and appropriately.

Event description:
The rptr indicated the following observations with the atrial iegm: 1) appears small. Increasing scale factor displaces the trace above the screen. 3) would not appear in channel 2 (flat line). 4) usually seems a lot noisier, although it looks pretty good in this example. 5) "filtered" iegm yields a much noisier tracing that an "unfiltered" iegm in the ventricular channel.